Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states that the door seal is leaking in the bottom right hand corner of the door.